Manufacturer narrative:
The reported events of high capture threshold and no capture were not confirmed. The reported event of insulation breach was confirmed. A full lead was returned in one piece for analysis. Final analysis found lead body insulation was cut at 29.3 cm from the connector pin and found the coil was compressed at 15.5 cm from the connector pin, both consistent with procedural damage. Electrical testing and visual inspection were normal with no anomalies found except for procedural damage.

Manufacturer narrative:
The reported events of high capture threshold and no capture were not confirmed. The reported event of insulation breach was confirmed. A full lead was returned in one piece for analysis. Final analysis found lead body insulation was cut consistent with procedural damage. Electrical testing and visual inspection were normal with no anomalies found except for procedural damage.

Event description:
It was reported that the patient presented in clinic for implant procedure. The patient experienced dizziness post procedure. Upon interrogation, it was found that the atrial lead exhibited high capture threshold with no capture. Atrial lead dislodgement was further confirmed with chest x-ray. The atrial lead was explanted and replaced. Blood was found inside of the explanted lead and insulation breach was noted. Patient condition was stable.